Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin flow blocked and continuous glucometer won't charge anymore. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-213a, mmt-1880, mmt-7715. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-213a. No product return is required for mmt-1880. No product return is required for mmt-7715.

Manufacturer narrative:
Cgm was not received with unit. Intermittent pump error 37 alarmed during the rewind test and early seating during testing. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to motor anomalies. Unit passed self test, unable to test cgm since the complete cgm was not received with unit. Unable to verify no delivery alarms during testing due to motor anomalies. Successfully downloaded history files and traces using thump. No delivery alarms were not found on the event date or 2 days prior to the event date. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage was noted on the force sensor assembly, motor assembly, and pcba 1 the following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked case at belt clip rail corner, faded serial number label, and scratched case. No insulin flow blocked alarms were confirmed during analysis. Cgm anomaly could not be confirmed. Pump error 37 and early seating anomaly were confirmed due to moisture damage on the force and motor assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.